Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 600 mg/dl. A correction bolus was delivered via the pump. Several hours later, an unspecified malfunction occurred. Customer's bg was 301 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.